Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant¿s medical team was conducting a demonstration when the automated impella controller had a red alarm battery failure. There was no patient involvement.

Manufacturer narrative:
The investigation for the console (aic) battery failure red alarm has been completed. The data logs were reviewed and the battery failure issue was confirmed. There was numerous instances of battery failure alarm (transport connection blown/missing) (event set #360) on the occurrence date. The console was returned for evaluation. Battery failure alarm issue was able to be reproduced. Results of running batttest revealed that all the cells in the battery 2 had a voltage of less than 2000mv. Issue was determined to be caused by a fully depleted battery. Console was last disconnected from ac power on 2023.09.12 and was never plugged back to ac power since. The depleted battery could not be charged back up because it was locked out due to low cell voltage (less than 2.3v). The root cause of this issue was the failure to routinely charge the aic. Added- d9 device return date.